Event description:
Device 1 of 2: reference MFR report#1627487-2016-02067. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the physician implanted an additional lead, extension, and anchor which restored the patient's right side coverage. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02067. It was reported the patient experienced a loss of therapy on the right side. Reprogramming was attempted several times to no avail. Reportedly, x-ray images reveal the right lead has migrated. As a result, surgical intervention may be undertaken as the next course of action to address the issue.